Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of an issue with their coaguchek xs meter serial number (B)(4) that may impact the interpretation of their results. The customer initially stated that their meter display appeared faded out. The customer changed the batteries but the issue remained. The customer performed a display check and stated the display was not complete and there were segments missing. The customer stated that the meter has not been used for testing since the display started to look different. There was no allegation of erroneous results or an adverse event. There was no information provided to reasonably suggest that there was any actual misinterpretation of results. The meter was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The display shows no error. The meter¿s circuit board was tested for contamination and it was found the circuit board was contaminated. The root cause is determined to be contamination due to improper handling by the customer. The contamination can temporarily lead to the complained error.